Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not used or charged the scs system for three years. As a result, the ipg is depleted. The pt has no stimulation coverage. The pt reported occasionally feeling painful twinges at the ipg site. The pt wants to have the system explanted. The pt will find a new physician as the next course of action.